Event description:
On october 10, 2018, the patient contacted lifescan (lfs) USA, alleging that his onetouch ultramini meter displayed inaccurate high results compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter inaccuracy began on (B)(6) 2018 between 3:00 am and 7:00 am. The patient obtained an alleged inaccurate high blood glucose reading of ¿202 mg/dl¿ with the subject meter and ¿120 mg/dl¿ with his gluco card vita meter, the tests were performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient confirmed to manage his diabetes with oral medication glipizide 5 mg (dose unspecified) and reported taking 2 additional tablets in response to the alleged high result. The patient reported developing symptoms of feeling ¿sweaty and nauseated¿ at unspecified time after the alleged issue began. The patient attended the emergency room (ER) at an unspecified time in response to the alleged symptoms where he confirmed receiving a blood glucose test (results not reported) and some medications (patient unable to specify). The patient was advised to return home and take some rest. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The patient did not have control solution to test the meter and test strips and the issue remained unresolved. Replacement product has been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of oral medication based on alleged inaccurate high results obtained with the subject meter.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.